Event description:
It was reported that the cgm was not working. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient stated that both the tandem tslim pump in hybrid closed loop and phone were not working the day the sensor was inserted in the arm. The patient couldn't remember what the error was. The patient experienced a low blood sugar episode, took glucose lozenges, but passed out in a grocery store parking lot. The patient was helped by a bystander, and 911 was called. The patient was taken to the emergency room, where he received d10 while on the way to the ER. When he arrived to the ER, the doctor they gave him an orange juice, snacks and test his blood sugar but the patient couldn't remember the exact reading and it was high. The patient received an insulin and was admitted 4 days. He was doing okay at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.